Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the generator's bipolar nipper did not stop the electric energy supply when the user decided to do so. The energy was still supplied for 15 seconds. There was no further information available at this time.

Manufacturer narrative:
One device was received for evaluation. The returned sample met specification as received. The visual inspection found no defects. The energy was still supplied for fifteen (15) seconds. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.